Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor was not working correctly it was giving incorrect readings. Customer stated that when she was removing her sensor the needle broke and a piece a metal stayed in her body. Customer stated that it was hard to remove it and that was when the fracture occurred. Customer stated that she removed the piece of metal with tweezers. Advised to attempt to remove the remaining if any, or seek medical attention to removed it. Nothing further was reported.